Event description:
Same case as MDR ID 2134265-2013-03356 and 2134265-2013-03367. It was reported that while in preparation for a percutaneous coronary intervention, the motor drive unit was unable to perform pullback. The 90% stenosed and calcified lesion was located at the proximal right coronary artery, with severe tortuosity. The (B)(4) instl system 100v motor drive unit was used in conjunction with the coronary catheter intended to visualize the lesion. It was noted that in preparation for the procedure the motor drive unit was unable to perform pullback and missing image occured. Auto pullback was attempted 5 times and the physician performed manual pullback 3 times. They replaced the motor drive unit, catheter and sled and completed the procedure. No complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4). Patient's age is 18 years old and above. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the product was received in good condition with no visible external damage or defects observed. The unit was installed into a gold standard system and tested for functionality and met specifications; and the unit underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-03356 and 2134265-2013-03367. It was reported that while in preparation for a percutaneous coronary intervention, the motor drive unit was unable to perform pullback. The 90% stenosed and calcified lesion was located at the proximal right coronary artery, with severe tortuosity. The ilab instl system 100v motor drive unit was used in conjunction with the coronary catheter intended to visualize the lesion. It was noted that in preparation for the procedure the motor drive unit was unable to perform pullback and missing image occured. Auto pullback was attempted 5 times and the physician performed manual pullback 3 times. They replaced the motor drive unit, catheter and sled and completed the procedure. No complications were reported and the patient's condition was stable.